Event description:
Reported intermittent back check valve failures for about three months period in 2008. This info was shared during a conference call with the customer related to another investigation report. The customer uses this set to deliver tpn solution to babies. Some incidents caused a drop in blood sugar requiring treatment with concentrated dextrose solution, however, the customer does not have the specific details surrounding these reported failures. All sets involved were discarded.

Manufacturer narrative:
Pt info requested, and all available info is included.